Manufacturer narrative:
The log files showed that the encoder of the floor stand base rotation motor had a hardware problem and, therefore, no valid position data could be transmitted to the controller. As a result, movements of this system were prevented. To resolve the reported issue, the parts of the floor stand (motor with the encoder, the encoder cable, and the "smc" module) were replaced by local service. Following the final adjustment, the system works as specified. The motor of the base rotation returned for further examination was installed on a test unit. However, during testing no fault could be found on the motor, as the encoder values were readable. Based on the analysis result, it could be concluded that a defective cable was the cause of failure. Siemens is not aware of similar events in the field.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. During an interventional procedure, the user reported that no system movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.